Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were non-sustained episodes and potential oversensing on the right ventricular (rv) lead. There was also far field r-wave (ffrw) on the right atrial (ra) lead. The leads remain in use. No patient complications have been reported as a result of this event.